Event description:
According to the reporter, the patient was diagnosed with chronic kidney disease stage 5 and has been undergoing regular dialysis treatment at the hospital. On (B)(6) 2025, a new dialysis catheter was installed at the hospital. Post-installation, low-flow dialysis was performed. On the day of the event, during dialysis initiation, blood flow through the catheter was inadequate. This compromised dialysis efficacy, increased the risk of clotting, and exacerbated the patient's anemia. Medication history includes an initial arterial injection of 10 mg of heparin, followed by continuous arterial infusion at 3.5 mg/hour, totaling 10.5 mg over the course of treatment. Adjustments were made to the catheter, but blood flow remained poor. Nothing unusual was observed on the device prior to use. There were no other products being utilized with the device. There was no leak. Tego was not utilized. There was no luer adapter. The insertion site was not treated prior to product placement. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. As a remedial action, subsequently, urokinase thrombolysis was administered to clear the catheter, which allowed for barely adequate low-flow dialysis (180 ml/min). The catheter was repaired, and the dialysis was completed. There was no blood loss, and blood transfusion was not required. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.